Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined, and the following was observed: liner partially expanded 2.5cm in length from strain relief. Remaining liner unexpanded. Tip unopened. Liner torn (punctured) 17cm in length from strain relief and commander delivery system and crimped valve protruding through liner torn. Liner stretching along torn location. Scratches along sheath hdpe. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3u resilia IFU's were reviewed. Precautions note: 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath', 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'', and 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/sapien 3 ultra resilia transcatheter heart valve in tortuous/challenging vessel anatomies'. No IFU/training deficiencies were identified. The complaints for inability advancing through sheath, liner punctured and sheath does not expand were confirmed based on evaluation of the returned device. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'while advancing the commander delivery system, it was observed via x-ray that the valve was stuck but the commander delivery system was advancing. It was realized that the delivery system was outside the esheath, resulting in damage to the shaft.' Device evaluation revealed that the esheath was partially expanded and torn, with the valve stuck and protruding through liner in the middle of the shaft. Additionally, scratches were noted on the sheath shaft hdpe. Device evaluation revealed liner stretching along torn location. It is possible that liner stretching/unexpanded liner may be tied to variability in the manufacturing process involving liner integration with shaft material (hdpe). When the hdpe layer adheres to the etched ptfe liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. Additionally, scratches were observed along the sheath shaft during the evaluation of the device. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification could impede proper sheath expansion during system advancement, leading to the reported unexpanded liner. An investigation outlined in a technical summary written by edwards lifesciences has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. ' per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2' segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). ' as such, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined. The resistance observed may be related to the expansion of the sheath during delivery system advancement. The system passage through sheath may be more constrained when the liner undergoes stretching in lieu of expansion, leading to increased resistance. Also, scratches were observed along the sheath shaft during the evaluation of the device. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and/or patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath/liner damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner torn due to direct interaction with crimped valve. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the event. However, a definitive root cause was unable to be determined. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as scratches were observed along the sheath shaft during the evaluation of the device. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination findings. Added h6 - device code. The returned device was 16f esheath+ received with its associated 29 mm commander delivery system partially inserted. The liner was expanded 1.5 cm form strain relief. The tip was unopened. A liner tear was noted 17cm in length from strain relief and commander delivery system and valve protruding through it. Teco material observed on liner through the entire tear. Valve stuck at 17 cm from strain relief. No abnormalities observed on crimped valve.

Event description:
Edwards received notification from our affiliate in austria. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia in the aortic position by transfemoral approach. The medical team encountered difficulties inserting the esheath into the patient. Subsequently, the delivery system was introduced through the esheath, but further difficulties arose. While advancing the commander delivery system, it was observed via x-ray that the valve was stuck but the commander delivery system was advancing. It was realized that the delivery system was outside the esheath, resulting in damage to the shaft. The patient experienced a femoral rupture, and two stents were used to seal the leak. The patient remained stable at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.